Event description:
Patient reported that on (B)(6) 2019 that while she was wearing the v-go it came off. Patient placed the v-go on her arm and did properly clean the site before applying the v-go. Patient mentioned after the v-go fell off she felt ill and light heated. Patient reported that today as she was wearing the v-go it fell off again. Patient placed this v-go on her lower abdomen. Patient also reported that while taking a shower the v-go fell off date and time not specified when this occured.